Event description:
The stapler with reload misfired when applied to pulmonary artery. Artery was cut but not stapled. Artery was quickly clamped and tied, bleeding was controlled and the surgery proceeded with no further incident.